Event description:
It was reported that there was no audio coming from the mx40 patient wearable monitor. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that unit produced no speaker sound at start up test, and speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The customer was provided with a replacement device to resolve the issue.